Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the hemostasis was successfully achieved by the angio-seal device after the procedure. On (B)(6) 2020 the patient was discharged from the hospital. On (B)(6) 2020 the patient visited the hospital again complaining that the puncture site became swollen, which seemed to be internal bleeding. The bleeding site could not be found by cat scan (CT). Manual compression was applied around the puncture site, and the swelling had then gone down. Therefore, the physician determined that hemostasis was successfully achieved. At the patient's request, the patient was hospitalized for about a week until (B)(6) 2020 and was followed up on. No problem was found, and the patient was discharged from the hospital. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The internal bleeding size is unknown. This is a right femoral artery puncture. A CT was performed to diagnose the bleed however the bleeding site was not found. The patient has recovered. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.